Event description:
Report received indicated that during a standard angiographic procedure, the wire was dismantled.

Manufacturer narrative:
This product has been returned for evaluation and testing; however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.